Manufacturer narrative:
Intuitive surgical, inc. (Isi) will not receive any part for device evaluation since the fse confirmed that there was no issue with the isi device. The reported issue was secondary to no nobreak device installed in the or. The fse recommend to plug the power cord directly in the wall. The system was tested and verified as ready for use. This complaint is being reported due to a da vinci system malfunction rendering the da vinci system unavailable for use after the start of a surgical procedure. Although no patient harm occurred, if this malfunction were to recur it could cause or contribute to an adverse event.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the system restarted by itself. An isi field service engineer (fse) was contacted and it was recommended to restart the system. However, the issue persisted. Then the system was restarted a couple of times, all the power cords and fiber cable connections were verified. Still, the issue persisted. At that time, the surgeon decided to convert to laparoscopic surgical techniques to complete the procedure. There was no report of patient injury. The fse was dispatched to the customer site to further investigate the reported complaint. Based on the review of system logs and field evaluation, the reported complaint was confirmed. The fse confirmed that there was no issue with the isi device. The reported issue was secondary to no nobreak device installed in the o.r. The fse recommend to users, plug the power cord directly in the wall. The system was tested and verified as ready for use.